Event description:
On (B)(6) 2012, the patient's pump was moved more towards her belly button because the pump was hitting her pelvic bone. Two days after her follow up appointment on (B)(6) 2012, the patient got a letter saying she was discharged from the clinic; no reason was given. The patient called for a reason, but they wouldn't give her one. It was also reported that the patient had been in the hospital with pneumonia and the patient's pump was due for a refill on (B)(6) 2012. The patient was having difficulty finding a physician to refill the pump. It was unclear if the pump would run out of medication on (B)(6) 2012 or if the low reservoir would start sounding on (B)(6). As of (B)(6) 2012, the patient had been unable to find someone to refill the pump. The pump was delivering fentanyl and morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011 product type catheter. (B)(4).